Event description:
Per the study, during a (pci) percutaneous coronary intervention, the pt sustained a stroke. The event occurred at the end of the procedure, and the pt recovered three weeks later. The event was considered procedure related. Addendum: this 55 year old pt with a medical history hypertension treated hyperlipidemia treated, diabetes type: iddm type I since 1997 (treated with insulin for 3 yrs, unstable angina iic, recent ami> 72 hrs non q wave; ECG normal was admitted for the index procedure for a pci (percutaneous coronary intervention) of the ramus intermedius with an 80% stenosis and a mid- (lad) left anterior descending artery with a 70% stenosis. The ramus intermedius was a type b1 lesion, no calcification, no thrombus and a timi flow of three. The lesion was pre-dilated with an unk 2x20mm angioplasty balloon up to 14 atms. A 2.75x18mm bx sonic stent was deployed in the ramus at 14 atms. No post dilation was conducted. The final timi flow was three. The mid lad has type b1 lesion no calcification, no thrombus and a timi three flow. The lesion was pre-dilated with an unk 2x20mm angioplasty balloon up to 14 atms. A 3x13mm bx sonic stent was deployed in the ramus at 12 atms. No post dilation was conducted and no dissection was noted. The final timi flow was three. At the end of the (pci) percutaneous coronary intervention procedure, the pt sustained a stroke. The symptoms consisted of paresthesia, hemianopsy and hemipareis of the right side and aphasia. The pt was discharged from cardiology two days later and sent to neurological department. The pt recovered 9 days after the procedure; however, the event prolonged the pt's hospitalization. The event was considered procedure related. The cec determination was sae-mane (periprocedural stroke) highly probable and related to the procedure.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the united states product. This is the first of two products involved with this adverse event, which is associated with mfg report # 9616099-2006-00457 and 9616099-2007-01539. Additional information will be submitted within 30 days upon receipt.